Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was implanted today. When the patient gets up and moves, they had pain so bad they were crying. They were fine when they were sitting but when they get up the device was ¿shocking¿ them. Additional information was received from the patient. It was said that a lady had came and brought the external components and said that they set the stimulation. The patient said that when they got up in the recovery room, they experienced terrible pain on the left side of their butt and inside themselves. The patient tried to turn stimulation down however the components would not turn on. The patient contacted a manufacture representative and was told that the external devices needed to be charged. The patient charged the components and was able to connect and decrease the setting to a comfortable level. The patient was to monitor and adjust again if needed. Patient services recommended the patient follow post-op activity restrictions. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was reset and the reported issue was completely resolved. No further complications were reported or anticipated at this time.